Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) capture management test was suspected to have triggered an episode of ventricular fibrillation (vf). The vf episode was then treated and terminated with a shock. The ICD was reprogrammed as capture management was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.